Manufacturer narrative:
A getinge field service engineer (fse) inspected the cardiosave balloon pump for blood intrusion and found no evidence of any blood. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The first name of the initial reporter in initial reporter name and address has been abbreviated due to field character limit; the full name should read (B)(6). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a balloon rupture, possible blood intrusion into pump.